Event description:
The customer reported that the insulin pump over delivered insulin and she was experiencing lows when given herself a bolus. The customer stated that her glucose level was 317mg/d in the morning, two hours later came down to 165, and while driving it dropped more to 45mg/dl. The customer stated that she did not manipulate the reservoir while connected. Reviewed the bolus history and the boluses were correct and recorded properly. Assisted the customer to run the displacement test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.